Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an over infusion - vasopressin was not determined because no products or device logs were returned.

Event description:
It was reported that the 20units/100ml vasopressin IV bag was hung at 2007 to infuse at a rate of 0.03units/min (9ml/hr.). Approximately at 2315 it was noticed that the IV bag was almost empty. The three hospital staff members reportedly verified the pump programming and orders were correct and matched. There was patient involvement but no harm. Per customer, the devices will not be returned to bd for investigation.